Event description:
It was reported to olympus that the visera elite iii video system center, during normal observation, the screen blacked out momentarily three times at intervals of about three minutes. The event occurred during a therapeutic laparoscopic ureterectomy, the procedure was completed with the same device. There was no patient harm associated with the event.

Manufacturer narrative:
The device is not expected to be returned to olympus for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was not returned, and the phenomenon was not reproduced, thus, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.